Event description:
Event description guidant received information that, approximately 43 months post-implant, this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri) and was thus explanted.